Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. The active tip is in a used condition with signs of debris around the active tip. Scratch marks are evident on the ceramic, but is in as expected condition. The device handswitching buttons are visually undamaged. The suction tube of the device appears to be clean, with no obvious debris and there are no visible damages on the shaft, handle, cable and plug. The device was sent to the manufacturer for further evaluation: the manufacturer reported the following: the customer initially stated that ¿while under hand controls, it did not stop working¿ this could not be replicated as the buttons always released during the investigation, however a fault with two of the handswitching coag buttons was identified during the functional testing. Both buttons were coagulation, with one coag button not functioning at all, while the other gave intermittent activation. The remaining buttons and footswitch operated as expected. Furthermore, a CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and identify any potential corrective actions. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the affiliate that during an arthroscopic rotator cuff repair while the vapr tripolar 90 suction elect was in use under the hand controls it did not stop working. There was a surgical delay of less than 30 minutes. As per the affiliate this was the first time the unit was been used. No patient consequence was reported and no additional information was provided. Additional information received from the affiliate reported the device will not be returning for evaluation.